Event description:
It was reported that the patient with this tactra was experiencing pain and discomfort while bending and unbending the device. The prosthesis did not achieve full flexion and exhibited a lot of recoil during movement. A surgical procedure was performed in which the device was replaced with an inflatable penile prosthesis (ipp). There were no further patient complications reported.